Manufacturer narrative:
Additional information: h6 (investigation type 5): b10. The device was returned nested in the thermoform packaging tray, and no stents were returned. The device evaluation was completed, and the injector¿s trocar was found bent. This finding likely occurred during the surgical procedure. No non-conformance's were found. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling and associated risk documents was completed. Corneal edema, corneal endothelial cell loss, and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Corneal edema, corneal endothelial cell loss, and decreased/impaired vision are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the device evaluation findings and the information received, the root cause of the reported events (corneal edema, corneal endothelial cell loss, and decreased/impaired vision) was not conclusively identified. However, the most likely cause of the bent trocar is a heavily bias trocar during stent deployment. MFR# reference: (B)(4).

Event description:
Initially it was reported that during a right eye (od) trabecular microbypass stent system procedure, the surgeon noticed that the trocar was "bent" but was able to successfully implant three (3) stents. Per report approximately five (5) weeks postop, the patient "did not have a good recovery in the cornea" and the surgeon requested a device evaluation. Through follow-up, the following additional information was received. Reportedly during stent implantation, the guide wire became embedded within the corneal stroma and bent at an angle, which required withdrawing the injector and attempting to "straighten it" to allow implantation of the remaining stents. Per report, the event resulted in decreased vision as compared to preoperative state due to epithelial edema and "significant" decrease in endothelial cell count. The report noted that a "narrow corneal incision" contributed to the event. Per report, the patient is currently stable with improvement in the corneal condition, and the event resolved with sequalae.